Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose. Customer¿s low blood glucose level was 53 mg/dl. Customer was treated low blood glucose and in morning customer blood glucose was 500 mg/dl. No symptoms seen related to high blood glucose however customer declined the troubleshooting for high blood glucose. It was unknown whether customer using the automode or not. The insulin pump will not be returned for analysis.